Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the insulin gauge was inaccurate. Customer¿s blood glucose level was 44-229 mg/dl. Low bg causes were not known. A bolus was delivered via backup insulin pump to address bg level. Reportedly, the customer continued to use a backup insulin pump as alternate insulin therapy until replacement arrived.